Manufacturer narrative:
(B)(4). Review of the history log confirms the ec 322 reported symptom but eval was unable to determine the cause. Eval of know contributors to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the sling components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a device experienced a system error 322. There was no pt injury reported.